Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including physical and electrical testing found no anomaly contributing to interrogation problems. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a patient presented with loss of interrogation noted on the patient's pacemaker. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.